Event description:
It was reported that the patient presented for a follow up. The patient's right atrial (ra) lead exhibited noise which caused false atrial tachycardia (at) and atrial fibrillation (af) episodes. During the procedure, it was discovered that the lead had insulation abrasion. The ra lead was capped and replaced (B)(6) 2021. The patient was stable.